Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the implantable neurostimulator (ins) was implanted past the use by date. The patient was indicated for non-malignant pain.